Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump was received with missing end cap sticker and cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.